Event description:
On (B) (6) 2009 the pt reported that a small amount of insulin spilled inside the cartridge chamber of his insulin infusion device. He stated he was changing the cartridge and forgot to attach the adapter to the cartridge before inserting the cartridge into the chamber. The proper procedure to change the cartridge was reviewed with the pt. The pt was advised to allow his primary device to dry out overnight and was assisted in setting up his back up infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.